Manufacturer narrative:
Additional information: the esheath was returned to edwards for evaluation. During preliminary engineering evaluation, the introducer was returned fully inserted through the sheath, the distal 5.5¿ of the sheath shaft was observed was expanded, approximately 0.5" sheath shaft distal to strain relief was partially expanded, the liner was folded in at distal 1.5¿ from distal tip, the distal sheath tip was expanded, the liner had a tear approximately 3.5¿ in length from the distal tip, and light scratches were observed along the introducer shaft. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during the transfemoral tavr procedure, the patient suffered an iliac artery dissection. Initially, the expandable sheath (esheath) would not insert into the vessel and was removed. Upon removal of the esheath a tear was observed. A second esheath was inserted with the same issue and also had a tear. The vessel was then pre-dilated with a dilator and a third esheath was prepared. This time with some resistance, the third esheath could be inserted. Bav was done. The delivery system with crimped valve was then inserted into the esheath. After the delivery system exited the loader, it became stuck in the partially expandable part of the esheath and all devices had to be removed together. A fourth esheath was prepared and was inserted with the same resistance. At this moment, the patient became unstable and a bleeding was seen in the iliac. The fourth esheath was removed and access was closed with the proglide. From the contralateral side the physician attempted to occlude and implant the vascular stents to repair the ruptured iliac. However, at the conclusion of the case, the dissection could still be seen, although the retroperitoneal bleeding had stopped. The patient was transferred for further validation to CT scan. The patient was in an unstable condition in the ICU. Additional information provided indicated that approximately 21 days post procedure, the patient is doing fine. The patient's access vessel minimum luminal diameter (mld) was 9mm and the vessels were severely tortuous. Note: this report pertains to the fourth esheath device used.

Manufacturer narrative:
Additional information: evaluation codes and additional MFR narrative. The sheath was returned to edwards for evaluation. During visual analysis, the liner was observed to be expanded from the distal tip for a total of approximately 1.5¿, a 1 cm tear was observed in the hdpe present at the sheath tip and scratches were observed at the distal end of the sheath. No dimensions were measured due to the condition of the returned sheath (damaged, tip expanded). The complaint for split at the distal sheath tip was confirmed visually. No functional testing was performed due to the condition of the returned device (damaged and expanded tip). The complaint for sheath distal tip split was confirmed. Per report, the patient¿s vessel were severely tortuous. Although no information was provided regarding calcification of the access vessel, scratches present on the returned sheath indicate that calcification was also present. It is possible that these patient factors (calcification and tortuosity) contributed to the issues reported with all of the sheaths used in this procedure and caused the split in the distal tip and partial expansion that was observed on this device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the sheath distal tip split and iliac artery perforation may be related to calcification and/or tortuosity not fully appreciated on pre-procedural imaging and/or device manipulation. No manufacturing or IFU/labeling inadequacies were identified. Review of complaint history for may 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no preventative or corrective action is required at this time.